Manufacturer narrative:
The device evaluation found rubber cover of forceps channel port is detached. Based on the results of the investigation, it is likely that the following led to the malfunction: component failure without any design or manufacturing issue. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope rubber cover of forceps channel port is detached. There was no patient involvement.